Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing an alert. The pace/sense portion of the right ventricular (rv) lead was exhibiting increasing impedance that was noted to be high, noise episodes were observed, and the lead was suspected to be fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.